Event description:
Notes from the cardiology history and physical: this patient "underwent pacemaker placement secondary to bradycardia 3 months ago. He has a dual chamber boston scientific altrua s606. His device was interrogated yesterday in the cardiologist's office and one of the leads was found to be dysfunctional. Chest x-ray performed today does not show any lead dislodgement." The patient underwent atrial lead removal and replacement with no complications. Notes from the operative report: "the atrial wire was able to be removed without difficulty. Because the end of it appeared to be not performing properly, a new wire was inserted using seldinger technique to cannulate the subclavian vein. The wire was passed without difficulty. Because of the atrial fibrillation, very poor thresholds were felt in all positions, approximately 6 different positions were identified and it was determined that an active fixation in the atrium would work sufficiently". The patient was discharged home in stable condition the next day.